Event description:
It was reported an impedance check revealed eight invalid contacts. During surgical intervention, the extension was found to be disconnected from the ipg header. The doctor re-inserted the extension into the ipg header. Coverage was regained post-op.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.